Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a delay between the first and second shock during patient treatment. Upon review of the event data, it was noted by the customer that the unit logged a rebooting error between the first and second shock which may have caused the reported delay. There was no reported adverse event to a patient or user as a result of the issue. Additional information has been requested.

Event description:
It was reported to philips that, after a first synchronized cardioversion shock was delivered, the device restarted, and a second shock was delivered after the restart. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips field service engineer evaluated the device and was unable to duplicate the issue. A philips clinician reviewed the patient event file. The event had a total case time of et: 2:06:30 with the first shock seen at et: 1:10:44 160j/87.8 imp/20a curr. The restart occurred at et: 1:33:59 with shock 2 at et: 1:34:10 157j/79 imp/21.9a curr. The initial shock was delivered via paddles, with a device restart, followed by delivery of 2nd shock. A philips product support engineer reviewed the sw error log and found that the device encountered a hardware watchdog error while in clinical mode forcing it to successfully reboot.